Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding performed on (B)(6) 2010. According to the complainant, during the procedure, the physician was able to band two varices in the ge junction, while the scope was in a retroflex position, successfully. While the physician was removing the device he noticed a class four varix, which was bleeding, in the esophagus. He tried to band the varix however, the band would not deploy. The suction through the banding device popped the "nipple" off the varix and the bleeding became very severe. The patient was brought to surgery and had a transjugular intrahepatic portosystemic shunt (tips) procedure. The patient's condition after the tips procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was able to band two varices in the ge junction, while the scope was in a retroflex position, successfully. While the physician was removing the device he noticed a class four varix, which was bleeding, in the esophagus. He tried to band the varix however, the band would not deploy. The suction through the banding device popped the "nipple" off the varix and the bleeding became very severe. The patient was brought to surgery and had a transjugular intrahepatic portosystemic shunt (tips) procedure. The patient's condition after the tips procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that a total of 5 bands (4 blue and 1 white) were found intact on the ligator head which were un-deployed and overlapped each other on the ligator head assembly with one band found broken. The teeth on the ligator head were found to be free of damage. The deployment thread was found detached/separated from the ligator head and the deployment thread was not returned by the customer for evaluation. Functionally the device could not be verified for deployment activity due to the condition of returned device. The exact root cause of the complaint could not be determined at this time however, the most probable root cause has been determined to be operational context as it is likely that anatomical/procedural/operational factors were encountered during the procedure which may have potentially caused the bands to inadvertently overlap each other and cause a stack up effect of multiple bands leading to failure or difficulty in the deployment activity. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.